Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for (B)(4) was performed from date of manufacture 3/1/2005 to the present date 10/23/2020 and note that this device has been returned for service # of times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. No patient involvement was noted.